Event description:
It has been reported to philips that the system did not start. It took a long time to start. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was taking longer time to turn on. The third party engineer restarted the system. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.